Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt reported they had been experiencing discomfort in the ins battery area so they would be contacting hcp. Pt wanted to know if the leads were loose and if that could cause spasms that they were having for the last four weeks right in that area that became more frequent. Pt said that there was nothing in the manual and they spent hours on the website last night trying to find information. Agent redirected pt to hcp to further address the reported issue. On (B)(6) 2024 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are having a problem with the ins since they had the ins implanted. Patient stated the new ins was repositioned, but the new ins is creating a problem, there is shrinkage in the area and the ins is rubbing on their rib cage. Patient stated they discussed with hcp and will have the ins removed but they like to know if the lead wire could stay in the body or remove. Patient stated the ins is off to see how their body is reacting to ins being off. Patient stated since getting the ins implant its causing discomfort due to the space in the area of the body. Agent reviewed device function. Agent reviewed patient service role. The patient was redirected to their healthcare provider to further address the issue.